Manufacturer narrative:
(B)(4). No conclusion can be drawn from the investigation. Root cause not determined. A batch review could not be completed as the lot number was not provided by the customer.

Event description:
A customer reported to baxter corporate product surveillance a clearlink catheter extension set which leaked. According to the report, the set "bubbled out" when used with a high pressure power injector. The process step is during patient use. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.